Event description:
Consumer called to report a reading of 375 which was not consistent with how they felt. Retested and got an 80. Analysis run on clark error grid using mean average reading (228) as ref point vs. Bd reading (375, 80) yielded data points in the c range of the grid, outside acceptable limits.